Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, control printed circuit board was replaced to solve issues. The ventilator passed all functional and safety tests and was cleared for clinical use. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Disabled ventilation technical error indicates communication error or control printed circuit board error during startup. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint was related to control printed circuit board.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves and a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).